Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/14/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:the keypad was found to be fully intact; there was no damage observed. During testing, the ok keypad button was found to be intermittently unresponsive; the up arrow and down arrow keypad buttons were unresponsive. The keypad cover was removed the up arrow and ok button contacts were found to be misaligned. The down arrow button contact was found to be inverted. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.